Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that during implant of the left ventricular (lv) lead, the patient had diaphragmatic stimulation and the lead had high thresholds. Additionally, the lead could not be fixed well due to patient anatomy. A different style of lead was used. No further patient complications have been reported as a result of this event.